Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer "forgot to resume insulin" for an extended period of time which resulted in an elevated blood glucose level that ranged from 384 mg/dl to 390 mg/dl with high ketones. Customer changed infusion set supplies, delivered a manual injections, and delivered multiple boluses via the pump to address the elevated bg, which then resulted in a low bg; bg value was not provided. Customer consumed juice to address low bg. Recommendation was made to discuss diabetes management with a health care professional.